Event description:
It was reported that the up and down arrow on the insulin pump were unresponsive. Customer changed the batteries and it seems as though the buttons are stuck inside. No further information reported.

Manufacturer narrative:
Arrow buttons did not respond due to corroded keypad traces. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.